Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was damaged as it was inserted into the pt's eye. Lens was removed, no widen incision and no sutures required. No pt injury.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found piece of optic and haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective action included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).